Event description:
A fentanyl drip rate was set in the baxter pump at 10 times the rate ordered. Order to start at 10mcg/hr and increase to 30 mcg/hr. The drip was started at 10cc/hr and increased to 25cc/hour. No injury noted to patient. The rate was corrected when discovered at next shift.